Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital retained device per policy.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully delivered a smart coil into the aneurysm using another manufacturer's microcatheter. While deploying a new smart coil into aneurysm, the physician decided to inject contrast in order to better visualize where the smart coil was deploying. After injecting contrast, the physician noticed extravasation of the contrast leaking out of the aneurysm. At this point, the patient's blood pressure rapidly spiked up. The physician confirmed that the aneurysm had ruptured and removed the smart coil from the patient. It is unknown at what point the rupture occurred. An external ventricular drain (evd) was immediately placed in order to bring the patient's intracranial pressure down. After placement of the evd, the patient was taken to the neuro-intensive care unit. As of (B)(6) 2015, the patient is still heavily sedated in the ICU.